Event description:
It was reported that the insulin pump had an error alarm during the prime process. It was stated that insulin was coming out of the tubing continuously and would not stop. It was stated that basal rate was lowering without the customer intervention. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk.